Event description:
It was reported that the customer received a no delivery alarm while priming. The customer did a complete set change, and the insulin pump worked. The customer's blood glucose was unknown. The customer was unable to troubleshoot because the alarm was a past event. Nothing further reported.

Manufacturer narrative:
One opened/used reservoir was inspected for anomalies and none were found. Occlusion test was performed per specifications and reservoir passed, no occlusion was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.